Event description:
Customer's father called to report a hospitalization due to diabetic ketoacidosis. Caller stated that customer was running high blood glucose at school. Customer's blood glucose reading at the time of the event was 429 mg/dl. Customer was treated with IV. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded anomaly was observed during analysis. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MDR report # 3004209178-2013-92824.